Event description:
There was an allegation of questionable elecsys troponin t results for 1 patient on a cobas 8000 e 602 module. The initial result was 276 pg/ml. The customer stated the result was "trapped as it failed validation in order for it to be phoned to (B)(6), which happened". On (B)(6) 2022, the sample was repeated on a different analyzer and the result was <5 pg/ml. The sample test was repeated, on the same analyzer as the initial result, and the repeated result was <5 pg/ml. On (B)(6) 2022, the sample was repeated again, on the same analyzer as the initial result, and the result was <5 pg/ml. Two new samples were taken from the patient and both samples produced results of <5 pg/ml. It is unknown if the results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer's calibration and quality controls performed before, during, and after the event were within specifications. No other erroneous results have been detected before or subsequent to this issue. The field service representative performed an analyzer performance check, which was within specification. The system's alarm trace showed several sample pipetting alarms for all of the modules. The investigation did not identify a product problem. The cause of the event could not be determined.